Event description:
It was reported the gamma nail broke. No further info given.

Manufacturer narrative:
The device will not be returned. If the device or additional info becomes available it will be submitted on a supplemental report.